Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports raytec pack of 10 only had 9 counted raytecs.

Manufacturer narrative:
A device history record review was completed for lot# 18j019862. There were no manufacturing issues related to the complaint issued for this lot. One tray sample was received and counted as 9 out of 10 per package. This complaint will be considered confirmed. A possible root cause of the shortage within the package could be that the bundles were checked after the scale was re-set for a new batch number or moisture adjustments were not compared to the respective control bundle weight. This causes inaccuracies with the sponge count in the new bundle. A formal investigation was opened for the reported condition and the lot number provided is within the scope of the corrective action plan. The formal investigation was opened to address any complaints reported for vistec miscounts and is currently in the effectiveness stage.